Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7122q58 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the elective replacement indicator was triggered for the device. Customer expectations regarding device longevity were not met. The device was removed and replaced. High thresholds were also noted on the left ventricular lead. The high thresholds were chronic and attributed to the patient's anatomy. The lead was capped and replaced at the time of device replacement. No patient complications have been reported as a result of this event.